Event description:
A physician successfully deployed an emboshield into the left internal carotid artery (lica); pre-stent dilatation was performed with another brand of balloon; an xact stent was successfully positioned and deployed; post stent dilatation was performed with another brand of balloon; the emboshield was successfully retrieved. The patient experienced a hgb of 7.9. The patient was transfused with three (3) units of packed red blood cells and was stable at a hgb of 10.8; 11.0; 10.9.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.